Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tubing was disconnected and was leaking. Additionally, a pump alarmed high pressure while the device was in use. The event occurred while in use with patient at patient's home. This was operated by a health professional. Associated pump and cassette reservoir complaints documented on (B)(4) and (B)(4).

Manufacturer narrative:
D4 - expiration date and d4 - primary UDI number: correction. D9: date returned to mfg.: 5/23/2025. H3 and h6. Codes: updated. Device evaluation: received one (1) used extension set and one (1) used cassette. As received, there was a white piece of tape wrapped around the cassette tubing on the outlet of the top housing. There was no damage or anomalies observed on the extension set. The samples were individually leak tested and no leaks were observed. The extension set was connected to a different 100ml cadd cassette (the returned cassette could not be tested due to not being able to be filled) and installed onto a cadd solis 2110 pump. After priming, no pump alarms were observed. No disconnection was observed between the cassette and the extension set. The complaint of leakage cannot be confirmed nor replicated on the extension set. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.